Event description:
The covidien representative reported that multiple devices activate with the rem pad not applied to anything, it was just lying on top of the unit. No pt present and the unit was not in demo mode.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.